Manufacturer narrative:
The reported event of the stylet could not be removed from the lead was confirmed. Visual examination found the stylet used at the procedure was partially inserted and bent in multiple locations. The inner coil was found to be offset in the connector region. The cause of the reported event was isolated to the bent stylet and coil offset at the connector region. The damage found was sustained during the surgical procedure. No other anomalies were noted.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the stylet could not be removed from the lead. The lead was not implanted and was replaced. The patient was stable.